Event description:
Pt's mother said, her daughter tore her acl and the doctor said, he used a calaxo screw. A cyst had formed last year, and the doctor told them he could go in and remove it now or they could wait. He told them these things can heal/resolve themselves without surgery. The pain became too much and she had it removed (B) (6) 2009.

Manufacturer narrative:
Product recall initiated aug 21, 2007.(B) (4)